Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were not confirmed on (B)(6) 2017. Cartridge change sequence completed on (B)(6) 2017. User made bolus requests without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. The food bolus at 6:14pm had an entry of 102 grams of carbohydrates. This is the largest carbohydrate entry in the logs. The next highest is 67 grams. It is possible that the user meant to enter 102 mg/dl (bg level) and accidently entered it in as carbohydrates. This bolus size was 10.2 units of insulin which is the largest food bolus in the logs. There is no evidence of a device malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 60 mg/dl. The customer consumed a glucagon gummy and sugar under the tongue to stabilize bg level. The customer required the assistance of the contact to consume the glucagon gummy and to administer anti-nausea medication, as the customer was nauseated. The suspected cause of the low bg was unknown.